Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. All information associated with this event was submitted to the bloodline manufacturer. A picture was provided for evaluation. The blood tubing set was returned for product evaluation. According to the manufaturer investigation, the complaint was confirmed. The arterial pod was broken where it connects to the pump segment. Pictures of the returned set were taken and provided manufacturing for review. Manufacturing was unable to determine the root cause of this issue based on the available information. A review of the device history records for sl-2010m2095 from lot 10255032 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2 the arterial bloodline separated at the arterial pod during setup. There was no patient involvement.